Event description:
Additional information indicates that the patient experienced ineffective therapy due to leads migrating. Therapy was restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their lead replaced on (B)(6) 2025 for an unknown reason.

Event description:
Only one lead migrated.

Manufacturer narrative:
Correction - b5: one lead, not multiple.